Event description:
It was reported that 4 days after a coronary drug eluting stenting procedure, a stent thrombosis occurred. The patient had a myocardial infarction (mi) less than 72 hours prior to the initial procedure. The lesion being treated was a tortuous, non-calcified, 95% stenosis, in the circumflex obtuse marginal 1(om1). The vessel diameter was reported to be 3 mm. The lesion was predilated with a maverick balloon. The physician then deployed the taxus express2 8.8% 3.0mm x 20 mm successfully. The taxus stent was well positioned and well apposed. The stent was not post dilated. The physician encountered significant resistance during insertion of the device. Another drug eluting stent (unknown type, size) was deployed in the lad during this procedure. The patient was given a loading dose of plavix, IV heparin, and an IV iib/iiia platelet inhibitor during the procedure. No procedural complications were reported. The patient was given plavix post procedure. The patient returned 4 days later experiencing chest pain. Repeat angiography revealed a stent thrombosis in the om1 taxus stent. The patient's condition is listed as satisfactory. It is unknown what treatment was given for the stent thrombosis. In the opinion of the physician, there is an unknown relationship between the taxus stent and the stent thrombosis. No additional information is available at this time.